Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Legal allegations updated in summary narrative and provided with this report in section b5.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on (B)(6) 2021 stated the following - reporter alleges that on several occasions the customer's insulin pump malfunctioned due to the retainer ring locking defect, and failed to deliver the correct dose of insulin to her, causing her to suffer from hyperglycemia, diabetic ketoacidosis, cardiac arrest, renal failure, and eventually death. The customer had multiple episodes of vomiting and intense abdominal pain, prompting the next of kin to believe the customer was in diabetic ketoacidosis. While emergency medical staff treated the customer for diabetic ketoacidosis, the customer went into cardiac arrest twice "secondary to a poorly functioning insulin pump." The customer was intubated and sedated until (B)(6) 2021 when they were transferred to in-patient hospice care due to poor prognosis, and passed away later that day.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to diabetic ketoacidosis and cardiac arrest. The cause of death was thought to be cardiac arrest, diabetic ketoacidosis, but the main cause was unknown. The caller stated that the customer had congestive heart failure and asthma that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.